Manufacturer narrative:
Based on further engineering investigation, the most probable cause for the issue is related to the solvent bonding process during manufacturing. A personnel acknowledgment was provided to the manufacturing personnel. Additionally, it was verified that there are inspections established to catch defects related to the solvent bonding process.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during flushing preparation of this pressure monitoring set prior to allocation to any patient, the pressure tubing detached. There was no patient involvement.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) updated section h6 (impact code) and h6 (type of investigation) one pressure monitoring set was received by our product evaluation laboratory for a full examination. The report of pressure tubing issue was confirmed. As received, pressure tubing was found completely detached from bond joint with male connector. Indications of what appeared to be bonding material were evident on tubing bond surface area. Tubing od was measured to be 0.1393" near the point of detachment, was within specification. No other visible damage or inconsistency was found to the returned pressure line. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Additionally, patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.